Event description:
It was reported that on (B)(6) 2026, a 35 mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). Pre-implant balloon valvuloplasty (pre-bav) was performed using a 26 mm, non-abbott balloon. During the preparation, the valve was confirmed to loaded and fluoroscopy was performed to ensure no misload. During the procedure, the valve was placed too high and it popped above the annulus therefore, it was attempted to recapture. The valve capsule was reported to be kinked and also damaged (destroyed in situ) and the valve was removed from the patient's anatomy. On digital subtraction angiography (dsa), no damaged was confirmed. A second 35 mm, navitor vision valve was selected for implant using a large flexnav ds and able to be implanted successfully. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The patient was reported to be discharged.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.